Event description:
A letter was received from an attorney who indicated that a dr is alleging a pt's left hepatic duct, as well as the posterior hepatic duct were injured as a result of an electrocautery arc. Six days following the procedure, the pt was re-explored and subsequently had a hepaticojejunostomy.